Event description:
The hosp reported that a pt experienced unspecified "pressure wounds" on the cheek and chin during a procedure that involved a head positioner. No further event or pt info provided.

Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the site. The exact date of the reported event is unk.